Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not work after installing different batteries and that this occurred 4 to 5 times. Customer indicates that this may be due to a battery cap not working properly and requested that one be sent to him. No further information was given.